Event description:
The customer reported that following a diagnostic heart catheterization, a size 2 vasoseal vhd collagen plug was deployed. Later that evening the pt complained of pain in his right knee. On 04/26/99 the pt was evaluated. An angiogram was performed on 4/27/99, which showed an obstruction in the popliteal artery. Urokinase infusion was started. On 4/28/99, a follow-up angiogram was performed to check the pt's progress. The obstruction was still observed in the popliteal artery. A surgeon was contacted and the pt was then taken to the operating room. The surgeon removed a hard, dark thrombus about 2 cm long from the artery. No further complications were reported.